Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer received the alarm when she changed out her set and reservoir. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear flushed. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to perform the unexpected restart test, verify the compromised force sensor system or prime tests due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test and off no power tests. The pump was received with minor scratches on the lcd window, a loose drive support disk, a broken reservoir tube lip, a missing reservoir tube o-ring, a missing end cap sticker and a cracked belt clip slot.